Manufacturer narrative:
Device eval: the device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the eval once it is completed.

Event description:
User facility reported that the device was in use for delivery of 75 mg of dipidolor in a 50 ml syringe. According to reporter, the device was programmed with a basal rate of 0.0 and a bolus dose of 1.7 ml. Approximately 15 minutes after infusion was started the pt was reported to be unresponsive and the syringe in use with the pump was found to be empty. Pt was ventilated and given medication to counteract the drugs administered. No permanent adverse effects to pt reported.